Event description:
It was reported that the patient¿s trial was not helping their symptoms. The patient started the trial 8 days prior to the report. The patient¿s device was set at 0.5v. The patient would take their device off to shower and when they would put it back on they would feel stimulation around 3-4 and after a while they could not feel stimulation so they would increase the stimulation to 0.5v. The patient was not feeling stimulation at the time of the report. Additional information received on (B)(4) 2014 indicated that patient was not getting 50% or greater symptom reduction. It was indicated that the first stage stimulation was terminated after 3 week due to lead site infection. The lead and connector removed. No changes in patient¿s urinary retention were noted in the test phase. The patient was reprogrammed with reported s-3 sensation. There was no malfunction seen or cause of the issue determined. The patient not recovered symptom/issue ongoing. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot # unknown, product type lead; product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).